Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: promus element mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent strut row 1 on the proximal end of the stent was lifted and bent back distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that hypo tube was broken 216mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03-m-ar-2017. It was reported that crossing difficulties were encountered. The target lesion has an acute bend located in the left circumflex artery. Following predilation, a 2.50x16mm promus element ¿ drug-eluting stent was advanced but the device failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.